Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that a device leaked from the tubing joint to the inlet port, while in use for three (3) hours in the nicu. No pt sequelae were reported.